Manufacturer narrative:
The evaluation revealed the end cap t2 recon +5 mm to be the primary products. A physical examination was not possible because still implanted. No deviations were found during review of the manufacturing and inspection documents (DHR). The implant was documented as faultless prior to distribution. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. In this case implant removal was scheduled because of consolidated bone fracture. The event description alleged ¿attempt to extract the cap with a tip to extract the broken screws, in vain. The extremity of the tip is broken¿ ¿ it remained unknown what kind of tip was broken. It was further alleged that the thread of the recon end cap (screw threads) was defective (cross threaded). From technical point of view and referring to provided x-rays it was suggested that the recon end cap had not seized / cross threaded. It was rather suggested that the thread of the recon end cap was no longer engaged into the tibia nail¿s internal thread. This was concluded by the distance between cap and nail and the end cap¿s oblique position in relation to the nail¿s axis. General aspect: due to the proximal bent of the nail removal may be restrained by the inner cortex if the nail is inserted too deep. IFU and operative technique includes that the implants shall be combined, handled and secured with care; that the user shall be familiar with the system. The operative technique describes the correct assembling of the implants in detail. In the given case it was confirmed that a t2 tibia nail had been combined with a t2 recon end cap. Summarizing above it was concluded that the event most likely was caused by bone growth, potentially unfavourable position of the nail¿s proximal end and eventually contributed by an increased diameter of the head of the end cap because belonging to a system intended for use in the proximal femur. As no manufacturer related matter and as no product deficiency was observed the case was attributed to initial performance (slip) potentially contributed by patient¿s condition (bone growth). In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information a product deficiency was not verified.

Event description:
The pharmacist at the hospital reported the following event: the procedure was about an ablation of the nail on tibial fracture consolidated after 1 year + 2 months. During the procedure, it was impossible to unlock the nail in spite of several attempts. Impossibility to remove the cap because the screw threads are defective. Attempt to extract the capr with a tip to extract the broken screws, in vain. The extremity of the tip is broken. The medical staff could not retrieve the osteosynthesis device due to the impossibility of unlocking the nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remians implanted.

Event description:
The pharmacist at the hospital reported the following event: the procedure was about an ablation of the nail on tibial fracture consolidated after 1 year + 2 months. During the procedure, it was impossible to unlock the nail in spite of several attempts. Impossibility to remove the cap because the screw threads are defective. Attempt to extract the capr with a tip to extract the broken screws, in vain. The extremity of the tip is broken. The medical staff could not retrieve the ostheosynthesis device due to the impossibility of unlocking the nail.